Manufacturer narrative:
(B)(4). Maude report was received- mw5044824.

Event description:
Additional information received noted that four days post-implant, patient choked on ice and jolted backwards after lifting both arms to breathe and blackout.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pre-syncope, chest pain, breathing difficulty and blood clotting around the pocket area after the procedure. The patient was medicated and the device remains implanted.